Event description:
On (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6), 2013 (time not specified) the patient reportedly obtained blood glucose readings of ¿236, 221, and 189mg/dl¿ with the subject meter, performed more than 20 minutes of each other. The patient manages his diabetes with 20 units of lantus in the evening and twice a day 1000mg of metformin and 10mg of glipizide; the patient did not make any changes to his regimen after the alleged issue occurred. According to the csr¿s documentation, as a result of the alleged issue, the patient reportedly experienced symptoms of shaking and felt jittery 35 minutes later; the patient reportedly consumed food and/or drink as treatment an unclear time afterwards; and approximately an hour and a half later, the patient reportedly obtained a blood glucose reading of ¿87mg/dl¿ with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #2 - ((B)(6) 2014) - additional information: the retain test strips also passed all testing.